Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal team, approximately seven years post initial tka, this (B)(6) female patient is expected to have a revision surgery on (B)(6) 2022 in order to replace the eroded exactech artificial cartilage (plastic tibial insert). The patient was initially diagnosed with osteopenia and since her initial surgery experienced numerous symptoms, including pain, swelling, difficulty walking, and waking at night due to knee pain. These symptoms started a couple of years after the surgery. The symptoms have slowly and steadily worsened. Patient mentioned that at first, "she found that she could not walk on pavement without pain and swelling that lasted afterward for hours. Then, she began to have the same symptoms after walking on smooth dirt paths in the woods".

Manufacturer narrative:
(H3) the revision reported was likely the result of the patient¿s pain, which may have been due to prosthesis wear of the tibial insert related to third body wear and/or patient-related conditions. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.